Event description:
The customer reported that the transport pro monitors lost monitoring for up to seven minutes while transporting patients in the hospital. There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is completed.